Manufacturer narrative:
(B)(4). The insulin pump was received with a minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, stained end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that reservoir in pump was damaged. The customer blood glucose level was unknown. The customer states reservoir where it clicks in place is broken off and had crack. The customer stated that the damage is where reservoir screws into pump, plastic pieces fell off. The insulin pump will be returned for analysis.